Event description:
It was reported that during engineering evaluation the attachment device was tested and it was found that the temperature was above specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had temperature over specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.